Event description:
It was reported that the 9800 system monitor was blank and would not display. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The monitor was replaced during the service call.